Event description:
Revision surgery - the original surgery on (B)(6) 2011 was presented as a severe proximal humerus fracture/break. It was not repairable therefore the surgeon performed a reverse and needed to approach differently. As a result the glenoid baseplate was at a tilt and subsequently caused dislocation. The surgeon tried to replace the baseplate on (B)(6) 2011, but damage from the original fracture prevented proper placement. He went with a longer stem and foundation head.